Event description:
The facility's biomed reported an infusion pump with a failure code 808:07. The biomed stated that they have no record of any pt incident involving the pump since the last baxter svc event. Info was requested regarding, if the reported condition occurred during clinical use or testing, but no add'l info was available. Add'l contact info was requested but no add'l contact was identified.